Manufacturer narrative:
Date of event was unknown. The customer's reported problem was verified by functional testing. The reported issue was caused by defective main pcb and heater. This product cannot be repaired because it has been more than 20 years since it was manufactured, and the performance/quality cannot be maintained. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the temperature did not rise. There were no patient harm or adverse events reported.